Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 2 days of wearing the sensor and was unable to obtain readings on the device. Customer obtained a reading of 50 mg/dl on an unspecified device and was unable to self-treat, required treatment of an orange and cakes by a third-party. There was no report of death or permanent impairment associated with this event.